Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. There was no patient involvement in the reported event.

Manufacturer narrative:
The customer's device will be returned to stryker. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. There was no patient involvement in the reported event.

Manufacturer narrative:
The device was returned to stryker where the reported issue of the missing magnet was able to be verified. The customer has been provided with a replacement device. The customer's device is archived by stryker. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
A customer contacted stryker to report that their device was missing its lid magnet. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off. There was no patient involvement in the reported event.

Manufacturer narrative:
Section h6 method code grid of supplemental MDR indicates: analyses of production records; testing of actual/suspected device. Section h6 method code grid of supplemental MDR should indicate: testing of actual/suspected device. Section h7 remedial action initiated of supplemental MDR indicates: recall. Section h7 remedial action initiated of supplemental MDR should indicate: blank. Section h9 correction/removal rpt number of supplemental MDR indicates: 3015876-01/14/2021-001-c. Section h9 correction/removal rpt number of supplemental MDR should indicate: blank. Section h10 additional mfg narrative of supplemental MDR indicates: the device was returned to stryker where the reported issue of the missing magnet was able to be verified. The customer has been provided with a replacement device. The customer's device is archived by stryker. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet. Section h10 additional mfg narrative of supplemental MDR should indicate: the device was returned to the stryker product assessment center (pac) where the reported issue of the missing magnet was able to be verified. The customer has been provided with a replacement device. The customer's device is archived by stryker. The cause of the reported issue was determined to be due to damaged magnet retaining clips.